Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor breast prosthesis and experienced capsular contracture (baker grade unknown) and rupture on an unknown side post-operatively. The patient mentioned that the breast prosthesis was ¿bottoming out¿ and was having stabbing pains; the patient mentioned that the breast prosthesis was causing her time, money, and health problems and was seeking compensation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported with sections d2a and d2b indicating gel devices. If additional information is received confirming gel or saline, a supplemental report will be sent.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 21, 2023, mentor received additional information regarding the impacted device. It was reported that the impacted device was a 400cc mentor memorygel breast implant with catalog number 3504001bc. Two lot numbers (6767173 and 7432901) were provided, however, it is unknown which one pertains to the impacted device. On december 06, 2023, mentor received two devices for analysis. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Lot number: 6767173 manufacturing date: october 08, 2013 expiration date: october 31, 2018 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number: 7432901 manufacturing date: february 13, 2017 expiration date: february 12, 2022 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The device date of explant was reported to be on (B)(6) 2023. The date of event was updated to january 01, 2023 as best estimate. It was reported that the patient's device on the left side was implanted on (B)(6) 2017 and the patient's right side in (B)(6) 2013. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 04, 2024, mentor made clarification of the reported event/s made by the patient. It was determined that the patient had two reported event. The event captured on this report describes the patient previous event of experiencing capsular contracture, rupture, and bottoming out. The patient's current event is describing experiencing having stabbing pains and health problems; the patient mentioned that the breast prosthesis was causing her time and money, and was seeking compensation. This event is being documented in manufacturer report number 1645337-2024-00986 and 1645337-2024-00985. The device date of implantation has been updated to (B)(6) 2013. The device date of explantation has been updated to (B)(6) 2017. The device impacted side was determined to be the patient's left side. The device information has been updated to reflect an unknown gel breast prosthesis. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).